Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which observed small air bubbles. The bubbles could be generating air in line. The reported condition was verified. The cause of the condition was not determined. Due to the nature of the returned sample no additional testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation, it was reported that air bubbles was observed in the tubing of the unspecified access set. This was identified during an unspecified process step. There was no patient injury or medical intervention associated with this event. No additional information is available.